Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported via phone call that her reservoirs kept filling with air bubbles. The patient mentioned that some bubbles have grown as large as 7 inches. She blames the humidity of her locale. Troubleshooting was declined. The reservoirs were not returned for analysis.